Event description:
It was reported that during a laparoscopic sigmoid resection procedure, no function from the beginning. The instrument did not fire at all. A new instrument was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Open handle seam. Evaluation summary: based on the analysis findings of open handle seam, this file is considered to be reportable. The analysis results found that the instrument was returned with the two handle halves separated at the ratchet and thumbring area. The ratchet and the grasping feature of the device were found to be non-functional due to the handle's condition. The handles were noted to be separated due to a clearance condition between a locking pin on one handle half to the corresponding hole on the other half that requires interference fit. A batch record review was performed and no anomalies were found during the manufacturing process.